Event description:
It was reported that during a low anterior resection procedure, the device was used for the rectum at the first firing. After that, the anastomosis was performed about 1cm above the anal verge with a circular stapler. There were no problems firing the device, but this was the surgeon's first time using the device. A leak test was not completed during the initial case. After the operation, the drain was getting dirty and the pt went into shock. When the abdominal cavity was opened again, a leakage of stool was found. The leak test was performed. It was confirmed that the leak occurred from the left dog ear on the staple line of the rectum. The staples were malformed. The staples of the circular device were formed properly. An artificial anus was created temporarily and the reoperation was completed. The pt's condition is stable. The temporary colostomy was closed in 2009. Surgeon indicated that the device did not malfunction.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.